Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported: lack of fixative dressing in the PICC / statlock repair set. Current condition of the patient: no material to repair the dressing. Actions taken in the care facility for patient care: material recovery and exchange made.